Manufacturer narrative:
The results/ method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that patient presented for a scheduled procedure. It was noted that the patient may have pleural effusion and would need to be confirmed with chest x-ray. Further information was requested however, was not provided. The patient was in stable condition.

Manufacturer narrative:
Analysis was normal. No anomalies were found.